Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited over-sensing leading to inappropriate mode switch. Programming changes were made resolving the issue. Patient condition was stable.